Manufacturer narrative:
(B)(4) implanted device remains.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient underwent revision surgery (date not reported) to excise the excess skin. The implanted device remains.